Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.

Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter. The balloon latex appeared deteriorated and discolored with multiple cracks and tears evident on the latex. Both balloon windings were intact. Leakage was observed through the tears. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. No other visible damage was observed from the catheter body. A device history record has been initiated and the findings will be reported in a supplemental report when available. The customer report of balloon fail was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.

Event description:
It was reported that when attempting to inflate the balloon on a model 120804f fogarty catheter, lot 63776285, the balloons were noted to be dry and looked deteriorated. There was no patient involvement.